Event description:
Patient hospitalized since (B)(6) 2025 due to a breakthrough seizure, currently in the emu(epilepsy monitoring unit). Patient had vns(vagus nerve stimulation) turned off, xcopri was given for the first 2 nights but has missed medication since then.